Manufacturer narrative:
The technician replaced the center arm, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that a pt, while sleeping, severely damaged the left head siderail resulting in the siderail not latching. There were no injuries as a result of this issue.